Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a corroded motor home switch. All buttons functioning properly, however, unable to confirm motor related error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm. Moisture damage on the electronic assembly and force sensor noted. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 6.4 mmol/l at the time of incident. Customer stated that the insulin pump had pump error alarm. The insulin pump will be returned for analysis.